Event description:
It was reported that the system 9900 generated printouts and would switch views without command. Additionally the contrast on the image in subtraction mode was too dark. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure of printout and changing images could not be duplicated. The contrast was found to be poor. Software was reloaded along with calibration files. The system was tested and found to be working as intended and placed back into service.